Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04088. It was reported that an asymptomatic patient presented remotely via merlin.net. Upon review, it was noted that the implantable cardiac defibrillator was exhibiting undersensing on the atrial lead. The undersensing and subsequent atrial pacing caused intermittent blanking of ventricular events and non-sustained right ventricular oversensing - nsrvo episodes. Programming changes will be discussed with the physician. Patient condition was stable.